Manufacturer narrative:
The device was returned to the resmed service center and an evaluation was performed. The reported system fault 180 could not be confirmed through review of the device data logs. The evaluation determined that the device failure to charge its battery was due to a defective internal battery. The internal battery was replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that while an astral device was being configured for use, its battery would not charge and displayed a system fault (sf 180) message indicating a battery charger fault. The device was not in use when the fault occurred, therefore, there was no patient involvement.